Event description:
The patient fell and fractured her tibia. The surgeon performed a revision surgery and used a pin to correct the fracture. He also decided to replace the tibial insert using a same size ps tibial insert.